Manufacturer narrative:
On 25-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Air was mixing in. Air was mixed during the procedure. The air was pulled to prevent contamination and the procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and a functional test. Visual analysis of the returned sample revealed that no damaged observed on the vizigo sheath. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished device 00001494 number, and no internal action related to the complaint was found during the review. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 26-oct-2021, bwi received additional information regarding the event. The hemostasic valve(gasket) did not break into two or more separate pieces. The hemostatic valve/brimcap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Air was mixing in. Air was mixed during the procedure. The air was pulled to prevent contamination and the procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available air flow in the side port is MDR-reportable.